Event description:
During intraocular lens (iol) implant surgery surgeon noticed superficial cracks on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.